Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic had the fiber bonding in the outer tube area (distal end) is damaged. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.